Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer alleging insulin pump was under delivering as it was not delivering insulin. Customer stated that the reservoir ring was broken and reservoir was not able to locking in place. Customer also experienced high blood glucose level and it was treated with bolus on insulin pump. Customer was using insulin pump system within 48 hours of reported event. The insulin pump will not be returned for analysis.